Event description:
It was reported during device preparation, the merlin programmer was found to have a damaged screen and the non-slip rubber on the back was melting. No changes or interventions were performed. There was no patient involvement.